Manufacturer narrative:
Device evaluation of the monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. It was reported that the patient was in the hospital and lost consciousness prior to passing. Review of the patient's download data revealed that prior to passing, the patient received two appropriate treatments from the lifevest. At 04:09:22, the patient received the first treatment from the lifevest. The patient's rhythm at the time of the treatment was vt at 160 bpm, and the post-shock rhythm was asystole for 6 seconds transitioning to vt at 140 bpm with motion artifact. At 04:09:47, the patient received the second treatment from the lifevest. The patient's rhythm at the time of the treatment was vt at 140 bpm, and the post-shock rhythm was asystole for 5 seconds transitioning back to vt at 130 bpm. At 04:13:30, the patient's rhythm transitioned from vt at 110 bpm to asystole. At 04:14:24, the lifevest was shut down. There is no indication that a device malfunction caused or contributed to the patient's passing. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.